Event description:
In 2000, patient underwent enucleation procedure followed by implantation of porous polypropylene orbital prosthesis implant along with ocu-guard orbital implant wrap. At eight weeks post-op patient presented with 8 mm conjunctival melt over ocu-guard wrap. Patient underwent additional intervention with fascia graft. Patient post-op status: patient retained orbital implant.